Manufacturer narrative:
Per investigation by the manufacturing site: the most probable root cause is a user error. It is assumed that there was still liquid or dirt in the plug at the instrument connection. This has greatly minimized the electrical conductivity of the contact, causing the junction to heat up very much. As a result, the insulation started to melt. The intense heating led to the temperature-related damage of the plug at the instrument connection. A note is listed in the corresponding IFU 056usa_en_v2.0_IFU_FDA on page 3 (us): the IFU is attached to this email. "Poor or insufficient contact or damage to the cable insulation and plugs may lead to voltage flashovers due to the high voltage at the contacts, which could damage the contacts or the insulation in the plug.". The diagnosed issue is not caused by a production defect. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
Reported cable was returned for evaluation. The evaluation is currently pending for completion. Once the evaluation is completed, a supplemental report would be made to the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar high frequency cord was burned at the connection point. During the cystoscopy procedure, the surgical technician expressed that there was a smoking smell. After the procedure was completed, the scrub technician found the burn marks on the instrument while breaking down the tray. The cable was found burned at the connection point with the working element. The reporter confirmed that there was no malfunction or abnormality with the device prior to treatment. The generator karl storz autocon iii 400, bipolar working element and bipolar electrode were reported to be used with the cable. There was no report of injury to the patient or the operator.